Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the motor had seized, jammed, and was heavy moving. It was also noted that the device failed pre-repair diagnostic tests for off/oscillation/on switch mode function, the oscillation angle, switching function, the triggers and electronic control unit (ecu) function, the function with the electric pen drive (epd)-console, and the power with the test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device would not turn on and the battery holders were broken. It was not reported if there was a delay in the procedure due to the event, it was reported that an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.